Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms. Insulin pump battery last for less than 7 days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.